Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed 0.45 vdc. Pairing with nordic bluetooth device was performed and passed. A review of the bin file was performed and signal loss over 1 hour was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: additional information d10: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes - additional.